Manufacturer narrative:
(B)(4). Results: endoleaks. Implanting without a bifur. Anatomy related; vessel calcification. Unknown cause of event. Conclusion: endoleaks. Implanting without a bifur. Anatomy related; vessel calcification. Unknown cause of event.

Event description:
An endurant stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. The vessel and aneurysm morphology at implant are unknown. It was reported that the patient presented urgently to the hospital. An endurant iliac extension was implanted in the patient¿s left narrow aorta and other manufacturer¿s balloon catheter was used for touch-up. The final angiogram showed a distal type I endoleak and a type IV endoleak coming from the endurant iliac extension. The physician used another manufacturer¿s balloon catheter for touch-up again however, the endoleaks did not resolve. Due to the patient¿s old age and amount of calcification, the physician decided to monitor the patient. No clinical sequelae were reported and the patient is fine.

Event description:
Additional information was received. It was reported that the patient had originally presented with a ruptured iliac aneurysm. The diameter of the distal aorta was 17 mm. The cause of the distal type I endoleak was due to calcification and lack of seal length.

Manufacturer narrative:
Results: treating a pre-operative iliac artery rupture. Anatomy related; short distal sealing zone. Conclusion: treating a pre-operative iliac artery rupture. Anatomy related; short distal sealing zone.